Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the oversensing resulted in an inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.